Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the liberty select cycler and cycler set. Additionally, there is no allegation or evidence of a device malfunction or deficiency, or cycler set defect reported for this event. Although no information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
On (B)(6) 2024 it was reported that this peritoneal dialysis (pd) patient was in the hospital due to peritonitis. Additional information was provided through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2024. The patient was admitted with a diagnosis of peritonitis. The patient remains hospitalized. No further information was available as records do not get sent to the clinic until the patient is discharged.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 12/nov/2024 it was reported that this peritoneal dialysis (pd) patient was in the hospital due to peritonitis. Additional information was provided through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2024. The patient was admitted with a diagnosis of peritonitis. The patient remains hospitalized. No further information was available as records do not get sent to the clinic until the patient is discharged.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane a (as received with reduced dwell) simulated treatment was performed and completed. Valve actuation test: passed. System air leak test: passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 12/nov/2024, it was reported that this peritoneal dialysis (pd) patient was in the hospital due to peritonitis. Additional information was provided through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2024. The patient was admitted with a diagnosis of peritonitis. The patient remains hospitalized. No further information was available as records do not get sent to the clinic until the patient is discharged.